Event description:
The customer received questionable estradiol results for qc material and an unknown number of patient samples since a reagent lot change in september. Of the data provided, only the results for two patient samples were discrepant. Patient sample 1 initial result was 75 pg/ml and the repeat result was 54 pg/ml. On (B)(6) 2013, patient sample 2 initial result was 49 pg/ml. On (B)(6) 2013, the repeat result on another e module analyzer was 56.33 pg/ml and the repeat result on the original e module after calibration was 65 pg/ml. All of the erroneous results were reported outside the laboratory. The repeat results were believed to be correct. It was unknown if any patients were adversely affected. The estradiol reagent lot number was 17207801 with an expiration date of 04/30/2014. The field service representative determined there was a defective reagent probe and sipper nozzles. He performed precision testing using control material and the results were not within assay specifications. He replaced the reagent nozzle, extra wash syringe sipper nozzles, sipper nozzle and tubes on both detection units. He verified all alignments of probes were good. He ran performance testing with acceptable results and performed precision testing on both detection units with acceptable results. The customer performed qc on all assays with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.